Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient developed and was hospitalized for peritonitis. The cause of the peritonitis was unreported. It was unreported if a peritoneal effluent was performed and if treatment was provided. It was unknown if pd therapy was ongoing. It was unknown whether the patient recovered from the peritonitis. Medical history was not reported.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume situation which occurred on (B)(6) 2010 during nite cycle 1. The ultrafiltration (uf) was 390ml. The maximum allowable single cycle uf was 90ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot for the mini-cap (gd876474) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.